Event description:
It was reported that the device had issues with infusions not ending on time and with the volume of the bag not matching the volume infused on the pump. The information on patient involvement is unknown. This was a generalized complaint, no specific events were given.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.